Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported leaning over in the power wheelchair without the use of a seat belt and fell out of the unit. The owner's manual warns, "do not reach over the back of the chair or lean excessively forward or sideways" and "always use the seat belt".

Event description:
End user alleges while leaning forward in the power wheelchair seat to pick an object up off of the floor the end user fell out of the seat onto the floor. End user reported not wearing seatbelt at the time of the incident. Allegedly, as a result of the incident the end user was hospitalized.